Event description:
It was reported that during use of implantable pacing lead (ipl) patient experienced palpitation/discomfort in the chest. X-ray images and computerized tomography (CT) scan revealed atrial lead perforation at the auricle. Ipl re-programmed, turned off and remains in patient. The following day, drainage was performed, as no leakage was observed from the perforation site, and the procedure was completed with no further treatment. The patient will be monitored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.